Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was noted to be dislodged through the fundus and into the pericolic fat') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included uterine haemorrhage, multi gravida and parity 2. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines / headaches"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), weight fluctuation ("weight gain / loss") and dyspareunia ("painful intercourse."). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies. And removal done 2019.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, vaginal haemorrhage, female sexual dysfunction, vulvovaginal mycotic infection, migraine, bladder disorder, urinary tract disorder, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge. Trailing coils: right side-3 coils, left side-4 coils. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Lot number:c35243 manufacture date:2014/03/07 expiration date:2017/03/31 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporter information, other relevant history, auto-narrative supplement , explant date,event: "the essure device was noted to be dislodged through the fundus and into the pericolic fat" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines / headaches"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), weight fluctuation ("weight gain / loss") and dyspareunia ("painful intercourse."). The patient was treated with surgery (removal done 2019.). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, vaginal haemorrhage, female sexual dysfunction, vulvovaginal mycotic infection, migraine, bladder disorder, urinary tract disorder, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge. Trailing coils: right side-3 coils, left side-4 coils. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Lot number:c35243, manufacture date:2014/03/07, expiration date:2017/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the essure device was noted, to be dislodged through the fundus and into the pericolic fat') and pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. C35243), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent an essure confirmation test". The patient's medical history included: uterine haemorrhage, multi gravida and parity 2. Concurrent conditions included: obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines/headaches"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), weight fluctuation ("weight gain / loss") and dyspareunia ("painful intercourse."). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomies. And removal done 2019.). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, vaginal haemorrhage, female sexual dysfunction, vulvovaginal mycotic infection, migraine, bladder disorder, urinary tract disorder, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge. Trailing coils: right side: 3 coils, left side: 4 coils. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.7 kg/sqm. Lot number#: c35243, manufacture date: 2014/03/07, expiration date: 2017/03/31. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, embedded device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vulvovaginal mycotic infection ("yeast infections"), migraine ("migraines / headaches"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("bladder or urinary problems or changes"), weight fluctuation ("weight gain / loss") and dyspareunia ("painful intercourse."). The patient was treated with surgery (removal done 2019.). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, vaginal haemorrhage, female sexual dysfunction, vulvovaginal mycotic infection, migraine, bladder disorder, urinary tract disorder, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge. Trailing coils: right side-3 coils, left side-4 coils. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case become incident. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse),yeast infections,bladder or urinary problems or changes, migraines / headaches, weight gain / loss painful intercourse were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.